Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR)- product code 909713 with lot no. 0211822 were reviewed and did not reveal any anomaly that could explain the reported event. Failure analysis- a video was received showing a massive leak, observed during the implantation procedure. Valve was received and leak was confirmed at the inlet side of the valve. Slits/tears were noted on the valve silicone elastomer housing. Valve was pressure / flow tested and the valve tested within specifications. The valve was controlled, packaged and sterilized: no cutting tool was used and no device manipulation was performed that could damage the valve. The investigation could not determine the exact cause of the slits/tears on the valve housing. Each valve is pressure/flow tested at the end of its manufacturing process and this valve sn (B)(6) was tested within specification, showing no leakage, as shown on the device history records. After this test, the valve is controlled, packaged and sterilized: no cutting tool is used and no device manipulation is performed that could damage the valve. It is unlikely that the valve was shipped with such a damage state. The investigation could not determine the exact cause of the slits/tears on the valve housing. A review of integra complaint tracking database for all osv ii valve systems revealed no similar case of leakage during the implantation procedure. Over 13, 587 osv ii valve systems have been shipped from manufacturing site since january 2017. No further investigation nor corrective action are deemed required.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 909713 osv ii valve leaked at the moment it was placed on the patient on (B)(6) 2020. There was an increase in surgery time of about two hours, waiting for the arrival of a new valve. Additional information was received on 02june2020, stating that there were no complications during surgery, only an increase in anesthesia time. A new device has been placed and the patient was stable.